Manufacturer narrative:
While no serious injury resulted in this event, such issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the battery (voltage breakdown) defective.

Event description:
In this event it was reported that a vdw. Silver reciproc stops during treatment; no injury resulted.